Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump. In addition, the battery gauge dropped 10% while connected to a power source. The customer's blood glucose level was 116 (mg/dl). During the initial call the customer confirmed that the pump was able to be charged with a different wall adapter.